Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the cycler alarmed indicating that all therapy fluid had been used followed by a balance chamber pressure alarm. Dialysate bags were hung and the treatment was continued. The pt complained of shortness of breath and tingling of hands. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt symptoms resolved and no medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The alarms were attributed to user error as the operator miscalculated the expiration of the therapy fluid. There is no evidence of a device malfunction. The cycler alarmed appropriately. The pt's symptoms resolved without any intervention. Exact cause of symptoms is unk. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.